Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgeries on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced incontinence, urinary tract infection and erosion.